Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedances of greater than 150 ohms was reported on this rv lead. Recently, shock impedance has fluctuated intermittently to in-range measurements also. Lead to be evaluated further and remains implanted. No adverse patient events reported.

Manufacturer narrative:
Combination product: yes.